Event description:
24hr chemo infusing, pump alarming system failure. Fellow rn was in pt's room and shut down pump and restarted as directed. Pump restarted without issue. Approximately 2 hours later alarming again with system failure, pump removed from pt's room. Chemo changed to different pump without incident.